Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be upgraded but the procedure was halted before completion. During device upgrade, the right ventricular (rv) lead was cut by the tight rail extraction tool. Blood loss happened from the pocket area and several units of blood was needed to be given to the patient. The patient was stabilize and the procedure was canceled. The partial lead remains in the patient out of service and a full epicardial system was implanted a few day later. The device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.